Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon was unable to dislocate the hip after trailing and as a last resort he chose to cut apart the trial head. Wound was thoroughly irrigated after so that no pieces were left in the patient. There was a slight delay due to the difficulty and many attempts to dislocate. No injury and negative outcomes for the patient.